Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead continued to exhibited high intermittent impedance measurements greater than 3000 ohms that would then decrease back to in range. It was also noted that another manufacturer's left ventricular (lv) lead output was high at 6 volts. Subsequently a revision procedure was performed where the rv and lv leads were surgically abandoned. The crt-d was moved to the opposite side of the patient. A new rv lead was implanted, however the rest of the ports remain plugged. No adverse patient effects were reported..

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a high out of range impedance measurement on this patient's non boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) provided troubleshooting options. This cardiac resynchronization therapy defibrillator (crt-d) and the non boston scientific rv lead remain in service. No adverse patient effects were reported.